Event description:
Plaintiff alleges being exposed to latex gloves and later suffered type-I latex allergy. Plaintiff alleges suffering from urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea. Further alleges that as a result of the allergy plaintiff must live life in constant vigilance for the presence of latex products and plaintiff is restricted in life as to where to go and what plaintiff can do. Plaintiff's children, allege loss of consortium of their mother.